Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (417 mg/dl). Reportedly, elevated bg levels are due to the customer eating a meal prior to going to sleep. Customer delivered a bolus and set an increased temporary basal rate to address elevated bg levels. In addition, it was reported that the customer did not receive a high bg alert as expected. Customer's blood glucose level was 210 mg/dl.